Manufacturer narrative:
Dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. It was reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article title: elevated mitral valve pressure gradient is predictive of long-term outcome after percutaneous edge-to-edge mitral valve repair in patients with degenerative mitral regurgitation (mr), but not in functional mrna.

Event description:
This is filed to report death. It was reported through a research article that 255 patients underwent percutaneous edge-to-edge mitral valve repair and were evaluated on the impact of residual mitral regurgitation (mr) and mean mitral valve pressure gradient (mvpg). Roughly one year after the clip was implanted, during a follow up, it was stated the implanted clip may have cause or contributed to recurrent mitral regurgitation, mitral stenosis, medical intervention, surgical intervention and death. Details are listed in the attached article, titled ¿elevated mitral valve pressure gradient is predictive of long-term outcome after percutaneous edge-to-edge mitral valve repair in patients with degenerative mitral regurgitation (mr), but not in functional mr.¿ no additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record could not be performed as the complaint was based on an article review and no lot information was provided. Based on available information, a cause of the reported death could not be determined. Death is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.